Event description:
An angiodynamics territory manager reported an issue with a bio-stable 5f dl-55cm ir-145 kit. During the placement procedure, the end user experienced difficulty retracting the guidewire and had to apply force. This resulted in the tip of the guidewire detaching, approximately 8cm, into one of the lumens. This was discovered via x-ray. As a result of this incident, the device was removed from the patient and another PICC was placed. The patient did not experience any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one piece of guidewire. As received, the customer only returned the floppy tip of the guidewire. Scar004511 and the sample were sent to the supplier,(B)(4) for sample evaluation/root cause determination and DHR review of supplier lot {9008140389}. As per the scar004511 results, supplier heraeus medical, the sample has broken in the distal end, however, there are enough visual controls in place to detect similar issues during the manufacturing process, according to procedure. The sample was measured in the welding dome with a calibrated ring gauge eq-0108-091 and it is in conformance and compliance with the respective procedures. Additionally, this product is 100% inspected during the manufacturing process with calibrated ring gages that allows a high detectability in the process of od nonconformances. In conclusion, there is no evidence to confirm this event was caused by manufacturing deviations nor nonconformances related to out-of-specification or procedures not followed. Based on this investigation there are no reasons to think this event is a manufacturer-related issue. The customer's complaint description is confirmed for guidewire tip detached. Although the reported event description is confirmed, a defintive root cause for the tip detach cannot be established. A potential root cause for this type of failure mode is end user pulling guidewire back against needle during access and then pull to failure during removal from PICC after catheter tip placement. It was reported that end user "had to apply force" when retracting guidewire from catheter. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: direction for use is provided with this PICC device and includes the following statements: precautions if guidewire must be withdrawn, remove the needle and guidewire as a single unit. Catheter preparation note: for dual lumen catheters, be sure to prime each lumen prior to insertion. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).